Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of two of the instruments noted no abnormalities. The third instrument noted a loading unit was attempted to be unloaded improperly by the distal end rather than removing by the proximal end first. All three loading units were fully applied and the interlock was engaged. Microscopic inspection noted damage and cracks on the surface of one of the single use loading unit (sulu)s. All three loading units were reset and loaded into the returned devices. The instruments and sulus were applied to the appropriate test media. The firing knob advanced and retracted without difficulty. The knife blade cut completely and cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the loading units are unloaded improperly indicated by the distal end being removed prior to the proximal end. Replication of the damage of knife blade damage and cracks on the surface of the sulu condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, they were unable to get the reload out of the device. It was stuck in the stapler. There was no patient injury.